Event description:
The customer contacted philips healthcare to report that when acquiring leads ECG they were only able to get lead ii. A dashed line displays for the other leads. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.